Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt stopped using and charging her scs system 7 months ago. In turn, the pt's programmer and charger are unable to locate the ipg. As a result, the pt's ipg is inoperable due to lack of recharge.